Event description:
At 6 weeks from the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12-sept-2023: lot 2309205: (B)(4) manufactured and released on 03-may-2023. Expiration date: 2028-04-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Lot 2114496: (B)(4) manufactured and released on 15-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported event during the period of review.